Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.634.002, lot: 43p7673, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18 february 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device . Visual analysis of the returned sample revealed that reduction head polyax f/matrix 5.5 tan the tab of the reduction head was broken, and broken piece was not returned and the screwhead of the reduction head was deformed and no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition reduction head polyax f/matrix 5.5 tan in the device was consistent with complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for reduction head polyax f/matrix 5.5 tan. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: ti reduction head matrix . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a tlif (l4) treating lumbar spinal canal stenosis surgery. When the surgeon adjusted the direction of the reduction head with the alignment tool, one of the reduction head¿s tab broke. The surgeon also broke the other tab, and the setscrew head of the reduction head was deformed. The procedure was completed with less than 30-minute surgical delay. No further information is available. Concomitant device reported: pedic-scr-matr ø7 cann l45 tan (part:04.616.745s;lot# unknown; quantity: unknown), unk, insertion instruments (part# unknown; lot# unknown; quantity: unknown), unk, rods (part# unknown; lot# unknown; quantity: unknown), unk, screwdrivers (part# unknown; lot# unknown; quantity: unknown), unk, locking/set screws (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 1.85mm ti matrix screw self-tapping/5mm. This report is 1 of 2 for (B)(4).